Manufacturer narrative:
(B)(4).

Event description:
An overdose was reported, when patient was implanted. It was stated that the patient had an allergic reaction to morphine. Hcp (health care professional) reported later that the cause of the event was "overuse of patient oral med". Pump infuse morphine sulphate 1mg/day 10mg/ml conc. The event was "a combination of oral and intrathecal meds. Patient was successfully trialed with 8mg of morphine sulphate (pf) epidurally on (B)(6) 2010. On (B)(6) 2010 patient was lethargic and difficult to arouse and was brought to the e.r. Patient was hospitalized and had decreased o2 saturation. Oral meds were decreased and pump med dose was decreased to 0.48 mg/day at the hospital. Currently the pump was infusing dilaudid.